Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedances (>4000 ohms) on c/3 and loss of therapeutic effect occurred on the left implantable neurostimulation (ins). There was programming on 1-2-3+ and, with the titration of the voltage with both devices, therapeutic effect and good tremor control was obtained. It was reported that there was shocking or pain in right arm. When the hpc turned off the left ins the pain went away. Hpc tried reprogramming the device. Impedances on the left ins were c-0 = 1565; c-1 = 1307; c-2=5309; c-3=1221. Higher impedances were on electrodes not used. Add'l info has been requested, but was not available as of the date of this report.